Event description:
During an article review (salvage of chronically exposed gore-tex vascular access grafts in the hemodialysis pt," plastic and reconstructive surgery journal, december 1988, authors: peter j. Mckenna, m.d., and michael g. Leadbetter, m.d.), a pt was identified which reportedly received an additional procedure for the treatment of the pt's exposed gore-tex vascular access grafts. Previously, the pt received treatment for and infection of a exposed graft and a rotation muscle flap procedure to cover the exposed graft. The pt returned 4 months later with the same graft exposed. The pt underwent a muscle flap procedure to cover the exposed graft using the flexor carpi ulnaris muscle.